Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2 correction. H6 health effect impact code - correction. H6 health effect clinical code - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that bleeding occurred. The sensor was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient was not able to stop the bleeding on his own and went to the emergency department (ed). The ed physician applied pressure and an unspecified congealing treatment to the sensor insertion site and was unsuccessful. Stitching was then performed at the site (one suture), which helped stopped the bleeding. He was discharged home after eight hours with no further medical intervention. On 05/30/2025, tech support contacted the patient and confirmed he was not taking anticoagulant medication at the time of the event and the suture site had already healed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
The complaint states that "bleeding" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.